Event description:
It was reported that, "the patient has been hearing clicking since she started walking after implantation. She states that the clicking is getting worse as she heals. It is audible to strangers on the street. She describes the pain as a grinding sensation. When she tries sitting down and moving her leg back and forth she can feel the grind but it is not audible when she is sitting. The patient had her left knee replaced in (B)(6) of 2011 in which she believed is also stryker. She is reporting no difficulties with the left knee replacement."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.